Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the exact surgical procedure being performed? Bariatric surgery. Were any energy devices used to address the bleeding intraoperatively? Yes, monopolar power. Were there any issues noted in regard to staple formation? Yes, there is staple line bleeding. How was the fistula addressed in 2nd procedure? With suture. What is the current patient status? Patient is hospitalized and the fistula continues to leak.

Event description:
Patient presented bleeding in the stapling line, in the gastro-entero anastomosis. The surgeon had to use surgicel to stop the bleeding. 3 days later the patient underwent reoperation due to fistula, since the stapling line opened. Patient consequence? Yes. Patient consequence description: patient underwent reoperation due to fistula, since the stapling line opened. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes. Code: ecr45w lot not informed. Hospital not informed.